Event description:
In 2000, pt had an ommaya reservoir surgically placed intrathecally for chemotherapy. Methotrexate was mixed and placed in the reservoir. The surgeon noted the reservoir seemed to be working very well. In 2000, the ommaya reservoir and catheter were taken out. A new catheter was placed.